Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient received inappropriate anti-tachycardia pacing due to crosstalk seen on the implantable cardioverter defibrillator. Programming changes were discussed. No further information was available.